Event description:
It was reported that error 161 (gas forced infsion pressure is too high) had suddenly been displayed and vacuum failed to increase during use of ultrasonic during procedure. Prime/tune was conducted after the pack was exchanged; however, the error did not disappear. Both of ultrasound and irrigation aspiration could be used, and the procedure was successfully completed. There was no patient injury. Reportedly the pack had not been reused prior to the issue; direction for use was properly followed. No further information provided. This report will capture information for the exchanged pack. Another report is being submitted for the initially used pack. No further information provided.

Manufacturer narrative:
Additional narrative information: section a2: age at time of event: unknown/ not provided; section a3: date of birth and gender: unknown/ not provided; section a4: patient weight: unknown/ not provided; section a5: ethnicity and race: unknown/ not provided; section d4: lot number#: unknown/not provided.; section d4: expiration date: unknown as product lot number was not provided.; section d4: UDI #: a complete UDI # is unknown as product lot number was not provided.; section h4. Device manufacture date: unknown, as the lot number of the device was not provided.; section e1: email address: unknown; requested but not provided. ; section e1: telephone number: (B)(6); a review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.